Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A female pt was undergoing an elective aaa endovascular stent graft repair in 2008. One main body stent graft and three iliac leg grafts were placed. Prior to placement, the left internal iliac artery had been occluded with coils. After placement of the endovascular stent grafts, a confirmatory angiography revealed the right internal iliac artery was occluded by the iliac leg graft. The physician confirmed the patency of the patient's blood flow to the bowel. This was done by confirmatory angiography from the sma. The physician has elected to observe the patient's condition.